Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, the customer reported that was not expired "thick" novolog insulin was observed coming out of the pump supplies. Customer's blood glucose (bg) ranged from 400-550 mg/dl. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue and bg.